Event description:
A customer reported a malfunctioning alarm with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump, and initially, the malfunction code did not recur. However, when the malfunction code reappeared after another reset. Customer reverted to manual injections for diabetes management.